Manufacturer narrative:
Concomitant medical products- model: 5076-45, lead; implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) due to their condition of heart failure (hf). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead had triggered an alert for out-of-range/high impedance on the superior vena cava (svc) defibrillation coil. The upper alert level was adjusted and the lead remains in use. No patient complications have been reported as a result of this event.